Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter. Visual inspection of the sample noted silicone-like foreign material adhered to the catheter tip. The foreign material measured 0.0640 inches (41.29 mm2) off of the catheter surface. This is out of spec per inspection procedure, which states, "tips to be straight relative to shaft transition between the shaft and tip must be smooth, ridges lines or gouges not permitted, tip not to be incomplete or malformed" and "no loose foreign matter or embedded greater than 0.6 mm2." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be "environmental, alcohol, operation error." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿do not pull on the catheter hard. [The bladder/urethra may be injured.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user found the proximal tip of the catheter was deformed prior to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user found the proximal tip of the catheter was deformed prior to use.